Event description:
It was reported that while using bd vacutainer® sst¿, one (1) tube was found to be cracked. No adverse impact was reported for the patient or the user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, one (1) tube was found to be cracked. No adverse impact was reported for the patient or the user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which shows a tube with a crack that is leaking blood. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode damaged tube. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.